Event description:
It was reported that this patient had a device changeout the first week of january 2021, and since then there has been noise detected on the right ventricular (rv) channel. There is no documentation of a lead issue or noise prior to this, although it was noted the patient is normally followed by a different center. Recent x-ray imaging was unremarkable. Boston scientific technical services (ts) reviewed available device data via the latitude remote patient monitoring system and confirmed there is noise seen on the rv channel, plus loss of capture likely due to a high impedance condition. Further lead integrity testing to evaluate for a potential lead integrity issue was strongly recommended. No adverse patient effects were reported. This rv lead remains implanted and in service.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient had a device changeout the first week of january 2021, and since then there has been noise detected on the right ventricular (rv) channel. There is no documentation of a lead issue or noise prior to this, although it was noted the patient is normally followed by a different center. Recent x-ray imaging was unremarkable. Boston scientific technical services (ts) reviewed available device data via the latitude remote patient monitoring system and confirmed there is noise seen on the rv channel, plus loss of capture likely due to a high impedance condition. Further lead integrity testing to evaluate for a potential lead integrity issue was strongly recommended. No adverse patient effects were reported. This rv lead remains implanted and in service. Additional information received from the field indicates the patient is currently being closely monitored via latitude. Should additional follow-up information be received in the future, a supplemental report will be issued.